Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose (bg) was 98 mg/dl. The customer declined assistance from tandem technical support regarding the issue. No additional information was provided.